Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device failed pretest for check machine coupling and check the locking mechanism. However, it was noted that not all tests of the diagnostic assessment could be performed due to the fact that the attachment was delivered partly dismantled. It was further determined that the coupling on the power supply side could not be tested, because the coupling pin is broken in the location of the thread. The consequence of this failure also affected the locking mechanism which did not work. Therefore, the reported condition was confirmed. It was determined that the device broke due to it being dropped. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous medwatch report, additional pretest failures have been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for check frequency, and general condition. It was further observed that on the attachment are also dents and screeches. It was determined that these conditions contribute to the conclusion that the attachment was dropped. This information does not change the assignable root cause of improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that the oscillating saw attachment device broke off into two pieces. It was further reported that the device started to disassemble, unscrew and turn during the last two to three procedures. The reporter did not clarify what they meant by the statement ¿last two to three procedures¿. It was reported that the device broke at the end of the procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no human patient involvement as this was a veterinary procedure. There was no patient harm reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a d...